Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to stress urinary incontinence and pelvic relaxation. The patient was experiencing persistent urinary incontinence and underwent mesh removal on (B)(6) 2005. The patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to recurrent stress urinary incontinence. Patient also had a gynecological procedure on (B)(6) 2007 and mesh was implanted due to vaginal vault prolapse, cystocele and rectocele repair. This is one of five medwatches being submitted. See also medwatch 2210968-2012-06279 2210968-2012-06281, 2210968-2013-24425, and 2210968-2013-33881. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
It was reported that post implantation the patient experienced infection, urinary disturbances, bowel disturbance and vaginal scarring. It was reported that the patient underwent mesh removal in 2006. (B)(4). This is one of four medwatches being submitted. See also medwatch 2210968-2012-06279 2210968-2012-06281, and 2210968-2013-24425. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary urgency, urinary hesitancy, dysuria, urinary frequency, vaginal discomfort with pressure and urinary tract infection. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary urgency, urinary hesitancy, dysuria, urinary frequency, vaginal discomfort with pressure and urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted. See also medwatch 2210968-2012-06279 and 2210968-2012-06281. The same patient is represented in each medwatch.